Event description:
Add'l info rec'd from MFR 11/30/00: the investigation revealed that: there was no injury involved in the reported incident and the device involved was discarded and was not available for further testing or investigation. In addition the investigation revealed that the lot number of the device involved could not be identified. Therefore, lot sample testing could not be performed. As a result of the investigation and the findings discussed above, hollister considers this file to be closed.

Event description:
Mother of newborn noticed that umbilical clamp was unclamped. Small amount of bleeding noted.